Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0732 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was impossible to disconnect the tubing from the piccline (as glued inside). The patient says the problem has already happened several times in the day hospital. Hot water compresses were used to "melt" what is stuck inside so that the tubing could be mismatched. The tip of the tubing broke in the tip of the piccline, making it unusable. The patient will have to return to the day hospital in two days to see if the problem can be solved with a repair kit by the anaesthetists.